Event description:
Device was being utilized on a sixty-seven yr old male pt. Upon attempted removal of the catheter, the marker bands slipped off, remaining in the common femoral artery. The physician maneuvered the bands to the iliolumbar artery, where they remained. No attempt to retrieve the bands was made. The physician does not feel the bands present a risk to the pt.